Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the device load broke and did not shoot. It was also reported that the device was difficult or unable to close. Another loading was used to resolve the issue. There was no patient injury.